Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. For the first device, the suture kept popping out of the handle. Got another handle and suture and the needle popped out again. The suture fell into the cavity of the patient but was retrieved. There was no patient harm.